Manufacturer narrative:
B. Braun; 500ml bag of 0.9% sodium chloride injection usp, lot j5d246, exp 10/17; therapy date: (B)(6) 2015. The customer¿s report of a leaking pump segment was confirmed. No leaking was observed during initial functional testing. The set was then loaded into a test pump module; a small leak occurred from the top of the pump segment durin a 125 ml/hr test infusion . Microscopic examination revealed a small, jagged tear in the silicone segment, just below the upper retainer ring. Examination of the upper fitment did not reveal crush marks. The cause of the leak was from a small tear near the top end of the segment. The root cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak in the upper fitment of the tubing while the tubing was attached to the patient, but the cisplatin had not started. The leak was at the top of the silicone segment, and was not a bulge in the segment. There was no reported patient harm.